Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. Visual evaluation of the photograph confirmed a white particulate, which was reported to have come from the needle hub. Based on the investigation findings, the product was not within internal specification; therefore, the reported defect was confirmed. The needle is a purchased part from becton dickinson and all information have been forwarded to the supplier for further investigation. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. Additionally, a one-year historical search was completed on the reported f/g item and evaluated part. No additional complaints regarding foreign material have been reported against either material. A review of applicable procedures and inspections by personnel was conducted. Training records were reviewed for the inspectors involved with the reported lot and inspectors were appropriately trained to the incoming specification. In process inspections are performed on a round-based sampling plan and include inspections for foreign material fluid path/non-fluid path, damage, and discoloration. Lastly, all finished good kits are inspected per final product specification, for foreign material fluid path. All inspections completed were found with passing results. No deviations were found in the receival of the supplier purchased part or the manufacturing process of the finished good kit assembly. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: needle with white particulate matter in tray; parts of white matter in needle cap. No injury reported.